Event description:
Pt underwent total hip arthroplasty in 1987 at another facility. Pt complained of pain of several months duration in leg and on lateral aspect of thigh with any type of ambulation. Pain, also with any type of weight-bearing activity and complaint of hip "catching" on him at times. Surgery on 1/31/94 to revise cup and femoral components which had loosened.